Event description:
Attorney's report of pt's implantation with two bard 3dmax meshes with the use of a salute 38cm implant cartridge. The mos following the surgery, the pt developed pelvic discomfort which continued for several mos post-op until the discovery in 2006 of a recurrent inguinal hernia which allegedly occurred as a result of a failed mesh and q-rings. A repair of the recurrent hernia was attempted; however, the pt continued to experience worsened pelvic, abdominal and testicular pain, significant urinary tract irritability, inflammation and infectious prostate symptoms, sexual dysfunction and a large painful mass developed at the surgical site, with associated nerve damage and testicular and lymphatic obstructions. Exploratory surgery in 2007, revealed that the q-ring failed to keep the mesh in place, allowing the mesh to move freely about the body, attaching to various internal organs which resulted in internal damage. The pelvic mass containing a portion of the mesh was removed, but fragments of mesh remain imbedded in the pt's pelvic region.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Note - a lot # was provided by the rptr for salute stapler, however, the lot # provided was determined not to be a valid lot # for this prod. Ref MDR 1213643-2007-00901 for report of one of the implanted mesh involved in the event. Ref MDR 1213643-2008-00192 for report of the second implanted mesh involved in the event.